Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that for about the past 1.5 years, the patient has a lot of pain internally where her implantable neurostimulator is. The patient believes that her implantable neurostimulator migrated and that it cuts into her stomach when she sleeps. The patient has an appointment scheduled in (B)(6) 2020 to address having it removed. There were no further complications reported.